Event description:
The pt contacted lifescan and reported that their one touch ultra meter was in the wrong unit of measurement (mmol/l instead of mg/dl). During troubleshooting, it was verified that the meter was in the wrong unit of measurement and it was in mmol/l at the time of testing. However, the meter was previously set in the correct unit of measurement (mg/dl) and the pt had not recently changed the units of measure in the meter settings. The pt had also reported that they were treated with glucose by a medical professional; however, there is no further information regarding the treatment. Based on the information provided, there is an indication that the product has malfunctioned. This case is being reported as a malfunction due to the fact that meter is in the wrong unit of measurement while the pt does not recall going into the meter settings.